Manufacturer narrative:
Additional information received noted that another alert was triggered due to out of range pacing impedance. Advice was requested from technical services regarding the next course of action. A review of the data by technical services noted that the pacing impedances were fluctuating and appear out of range. Some noise was also noted on the right ventricular channel resulting in oversensing leading to the storage of non sustained episodes. Technical services discussed this issue is indicative of a deep lead integrity issue, but troubleshooting will need to be performed to rule out a possible device issue. Troubleshooting was discussed with the field representative when it comes to this case. At this time the device remains implanted. Additional information received noted that more episodes of noise were seen and a follow up took place. During the follow up the right ventricular (rv) lead impedance measurements were high but not out of range. It was not possible to reproduce the noise with arm movements. A review of the information was sent to boston scientific technical services (ts). Ts discussed that the rv a high impedance lead and it is not uncommon to see the rv pacing impedance measurements gradually rise overtime. The pacing thresholds appeared normal. Ts also discussed the noise could be a source of electromagnetic interference or a possible lead issue. The patient was not pacemaker dependent. At this time the system remains implanted.

Event description:
Boston scientific received information that out of range pacing impedance measurements were displayed on this device and right ventricular (rv) lead. At this time no additional information is available and this device remains implanted. No adverse patient effects were reported.